Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported an infection was present at the ipg site. In turn, the patient had their ipg explanted to address the issue. Patient was prescribed oral antibiotics. No additional information is available regarding the infection.